Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: during the investigation, the audio bolus button cover was found to be missing. Moisture was observed under the display lens. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the left of the grip pad. A leak test failed due to the battery compartment leak. The cartridge compartment was also found to be cracked. The pump was opened, and moisture was observed on all the internal components. The pump powered on to a blank display. Multiple cs054/52's alarms were observed during a review of the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the audio bolus button was missing with moisture present behind the display and near the audio bolus button. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.